Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 26 devices were evaluated in the field and the issue was confirmed; 21 units had broken/damaged components, 3 had bent components, 1 had a missing component and 1 had worn components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 27 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance. 24 events had no patient involvement. 3 events had patient involvement, but there was no consequence or impact to the patients.

Manufacturer narrative:
The remaining device was evaluated and the issue was confirmed; there was a damaged component. In summary: the devices were evaluated in the field and the issue was confirmed; 22 units had broken/damaged components, 3 had bent components, 1 had a missing component and 1 had worn components. The devices were repaired and returned.

Event description:
This report summarizes 27 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance. 24 events had no patient involvement. 3 events had patient involvement, but there was no consequence or impact to the patients.